Event description:
It was reported that a cardiac perforation on the anterior side of the heart and a pneumothorax on the left lung was observed due to the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.